Manufacturer narrative:
The patient underwent successful revision of the proximal femur. A definitive root cause of the aseptic loosening has not been identified, however aseptic loosening can be a well-known mode of failure for orthopaedic implants, which may occur as an early or a late complication. There were no reported complications resulting from the revision surgery. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported that there were signs of the implant stem loosening and it consequently subsided. The device had been implanted in 2004. (B)(4).